Manufacturer narrative:
The customer reported issue of shedding of the sponge was discovered during the procedure. The customer stated that the surgeon tried to use the sponge for dissection and the sponge began to unravel during a patient procedure. The patient was under general anesthesia but there was no delay in the procedure. The surgeon thoroughly irrigated the surgical area and proceeded without the sponge. There was no report of any adverse patient consequence and no effect on the patient's stability as a result of the incident. A root cause cannot be determined but user error cannot be ruled out. A sample has not been returned for evaluation however, due to the reported incident, subsequent need for intervention, and in an abundance of caution, this medwatch is being filed.

Event description:
The sponge starts to fray when used for dissecting, leaving frayed pieces of cotton in the wound.